Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg5137 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved / specific number of devices (total qty actually involved with reported issue) that failed during this procedure for "suture was fraying when being used"? 2 each packages from same lot failed. Was procedure completed successfully? Procedure was completed successfully. Note: events reported via mw # 2210968-2020-01591.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture was fraying when being used. The procedure was completed successfully there were no patient consequences reported.